Manufacturer narrative:
The customer reports that the screen numerics on the left side of the screen will go away for several seconds. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the screen numerics on the left side of the screen will go away for several seconds.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the screen numerics on the left side of the screen will go away for several seconds. The unit was cleaned and evaluated, the reported problem could not be duplicated after 7- day extended testing. However, per customer's request for precautionary measure, the main board has been replaced. The unit has been repaired and returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.